Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device initially passed flow testing; however, the evaluation was incorrectly performed for a downstream occlusion instead of flow rate inaccuracies. The device was tested prior to release to ensure the device met all release specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing. It was programmed to infuse 20ml and only infused 17.9ml. There was no patient involvement. No additional information is available.